Manufacturer narrative:
Correction: the evaluation summary should have been attached in the previous report. It is included below: the reported event of lead migration cannot be confirmed with product testing alone. As received, both octrode leads passed all electrical testing and setscrew marks were present on the last contact, indicating they were secured in ipg header. No root cause was identified for the reported event.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2021-00875. It was reported that one of the patient's leads had migrated. The issue was confirmed via x-rays. Surgical intervention took place on (B)(6) 2021, wherein the leads were explanted and replaced to address the issue.